Manufacturer narrative:
Date of event: date of event is approximate. Report source: the complaint was received from a consumer in (B)(6).

Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.